Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not return for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater bag and tubing of the homechoice cassette, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill three of four phase of peritoneal dialysis therapy. During troubleshooting, a disconnection between the heater bag and heater line tubing of the homechoice cassette was identified that led to this alarm. Renal therapy services (rts) explained the alarm and assisted with ending therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.